Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The reported issue was confirmed in the event history log review. The device was determined to meet functional and electrical performance specification requirements per rite testing. No device failure or malfunction was identified during evaluation that would have caused or contributed to the reported difficulty; therefore the device did meet product specification related to the reported issue of iipv-adult (high drain volume). The nurse was advised of the cause of the iipv event. The cause was determined to be false empty detect and use error, clinician inappropriately set minimum drain volume percent setting too low. Homechoice apd systems trainer's guide. Section 12 "programming a prescription" in 12.3.3 on page 12-6 gives the warning that "if you set the minimum drain volume% too low, an incomplete drain could result for the patient. This could cause an increased intraperitoneal volume (iipv) situation."

Event description:
A customer contacted baxter technical services (bts) regarding assistance with a high drain alarm at the end of therapy on the homechoice machine (hc). The technical service representative (tsr) explained the message to the home patient (hp). The hp stated they had no problems last night. The tsr advised the hp to use manual bags and contact the nurse to program. There was patient involvement; however, there was no injury or medical intervention reported.